Manufacturer narrative:
Investigation of this event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that an employee obtained a "burn" on their hand after handling a cup of vaprox hc sterilant. It is unknown if the employee sought or received medical treatment.